Manufacturer narrative:
H3 other text: device not accessible for testing.

Event description:
The manufacturer service technician reported that the device was missing components while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device was missing components while it was being serviced at the user facility. There were no adverse consequences related to this event.